Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 63x70mm in diameter abdominal aortic aneurysm. It was reported that during the patient had an angled proximal neck. The stent grafts were implanted and on final imaging the patient had a type ia endoleak. The physician modelled with a ballooned the proximal stent graft multiple times, but the endoleak did not resolve. The physician stated that the cause of the event was due to anatomy, angled proximal neck. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.